Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after hearing a beep sound from the pulse generator. The patient was not dependent, after a firmware download the device resumed normal function. No patient symptoms were noted. No additional information was available.